Event description:
It was reported from the patient¿s mother that the patient seizures, while less frequent since vns, appeared to be more intense. She was having 3-4/week prior to vns and now she is having on average 1/week with vns - the seizures are just manifesting a little differently. It was noted that diagnostic results are within normal limits. No additional relevant information has been received to date.